Event description:
An infant was delivered with a tight nuchal cord, which was clamped with hemostats and cut. The cord had been left 6 in. Long. Initial apgar was 3-5. At 3 minutes post delivery, in lifting infant it was noted that there was dark red blood directly under infant on blanket. Size approx. 7 in x 4in. The cord was under infant and no hemostat was attached. A hemostat was found on floor by side of bed. In the ensuing care of infant the specific hemostat became mixed with 3 others and could not be identified as the one bound on the floor. Infant given albumin and blood and discharged home on 10/11 in good condition. The hemostats were 2 curved and 2 straights.